Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and the pump screen displays an open book image. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the long trace file due to corrosion on the force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, damaged keypad overlay texture, peeling keypad overlay texture, a cracked case on the battery tube area, a faded serial number label and a peeling end cap address label. The pump was received with corrosion on all electronic assemblies, battery tube assembly and motor home switch.